Event description:
The customer contacted spacelabs technical support to report that a xhibit central station was overheating and shutting down. There was no patient or user harm associated with this event.

Manufacturer narrative:
The xhibit central station was received by spacelabs for depot repair. The device was received with dust and debris, which would lead to the reported overheating issue. Additionally, the device was found to have a faulty video card. The unit was cleaned and the video card was replaced. After repair, normal function was verified and the device was returned to the customer.